Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damages such as offset coil winds may occur. During functional testing, the smart coil was able to advance through its introducer sheath with resistance. The device was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the peripheral axillary artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted eight smart coils in the target vessel using the microcatheter. Next, while advancing another smart coil through the microcatheter, the distal end of the microcatheter backed out of the target vessel. Therefore, the smart coil was removed, rinsed in saline on the back table and repositioned in the introducer sheath. While re-advancing the smart coil into the microcatheter, the physician experienced resistance and the smart coil would not advance beyond the hub of the microcatheter. Therefore, the smart coil was removed. The procedure was completed using two other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.